Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent malfunction alarms occurred. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts. Customer¿s blood glucose (bg) read as ¿high¿, however, a specific value was not provided. The customer administered a manual injection to address bg level.